Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to excessive force by the customer. . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the autoclavable telescope had a cracked lens. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. A dark image was displayed. The outer tube of the device was bent. The objective window had loose meniscus. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.